Event description:
On 3/19/99 a baxter colleague infusion pump malfunctioned while dopamine infusing. Bp dropped to 61/39. There was no harm to pt but there was potential for harm. Pump was replaced and dopamine titrated until bp stable. This event represents one of a series of malfunctions of this pump during pt care. Malfunctions have included over and under infusion. Battery malfunction, tubing collapse, pump head failure. In excess 300 colleague pumps have required return to MFR for repair during the past year.